Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was hospitalized due to a possible infection at the lead site and experienced tenderness on the ipg site. The patient was administered both oral and IV antibiotics to address the issue and is reported to be healing.